Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 11. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2026, non-osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.